Event description:
It was reported that when stimulation was turned on, it did not address the patient's pain needs. The patient had not used stimulation in seven years for this reason. The physician was planning a revision to add two new leads and connect to a new or existing battery. The following device specifications were used to perform longevity calculations: for model 7427v battery at 2.6v, ok 40-85%; p1: 2.5v, 90 pw,125hz; p2: 2.5v, 180pw, 125hz; longevity about 9-12 months; and for model 7427 battery at 2.74v, 30-45%; p1: 0.75v, 120hz, 150us; p2: 0.75v, 120hz, 150us; longevity about 5.3-6.7 years. Subsequent information received reported that the device ending in (B)(4) (model 7427) was interrogated and had more voltage left in it than the other one implanted because it was at 2.74v. A lead revision was being done today and wanted to make sure to hook up leads to the battery with the most energy in it. No patient outcome was provided. If additional information is received, a supplemental report will be submitted. Please refer to manufacturer report #6000032-2012-00135.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; product ID 7427v, serial # (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 389133, lot # j0348947v, implanted: (B)(6) 2003, product type lead; product ID 389133, lot # j0348947v, implanted: (B)(6) 2003, product type lead.